Manufacturer narrative:
All operating currents are within specification; no unexpected low battery or off no power alarms were noted. The unit passed the off no power test, self test, and excessive no delivery test. The unit also passed the displacement, rewind, basic occlusion, and excessive no delivery tests. The pump was unable to prime during the prime test due to a faulty force sensor resistor (gold). Functional testing was incomplete due to the prime anomaly. The low reservoir alert functioned properly during testing. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked reservoir tube, broken off reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that there was physical damage to her insulin pump and that her blood glucose has been high. The customer's blood glucose at the time of incident was 320 mg/dl, and though she felt no symptoms of hyperglycemia she treated with six units of insulin from a manual injection. The customer also mentioned that she was hospitalized in order to surgically remove abcesses, which had nothing to do with the insulin pump or diabetes. However, there was another event in which she was hospitalized for a heart attack, and when the hospital staff removed the pump from the customer her blood glucose increased to 300 mg/dl. Troubleshooting was initiated for the customer's high blood glucose and to inspect the pump and its corresponding components for damage and functionality. The customer reported a crack on the reservoir. The insulin pump was returned for analysis and a replacement device was shipped to her.